Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals did not load properly. The first seal rolled improperly and the seal on the second device started to roll and the edge became crimped. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2012-00628 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It shows signs of clinical usage and no evidence of blood. A visual inspection determined that the delivery device was returned outside of the loading device. The safety lock and plunger were not depressed. The seal was folded and located in the body of the loading device. Based on the rec'd condition of the device, the reported complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4).